Event description:
Complainant alleged that during functional testing, the device displayed a "release shock button" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly testing and full functional testing without duplicating the report. An internal inspection found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.